Event description:
A customer reported that their insulin pump's warranty had expired, and the pump could not be repaired or replaced. The touchscreen was not responsive. The customer declined further troubleshooting, and no additional assistance was requested. There was no reported adverse impact on the customer's blood glucose levels.